Manufacturer narrative:
It was reported that 1 day after xs0812bd-15n was placed for hgs, hepatic side of the stent was found being removed from the left hepatic duct. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. It is difficult to identify the exact root cause because the device was not returned, and it is difficult to reconstruct the situation at the time of procedure. However, based on the description "hepatic side of the stent was found being removed from the left hepatic duct", it is assumed the stent was removed from the hepatic duct due to the puncture site from the guide wire insertion, condition of the patient's lesion, peristalsis of organs and other factors complexly. Then, it is considered that after stent removal the stomach wall was closed by a clip and left hepatic duct was to be expected for spontaneous closure, and the procedure was done. Through the user manual by taewoong, it is stated that "potential complications associated with the use of niti-s eus-bd system may include, but are not limited to: stent migration, stent dislocation". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
(B)(6) 2022: two gws were inserted for fistula orthosis through the uneven catheter. As one gw passed over the papilla, another stent was placed in antegrade approach, and xs0812bd-15n was placed for hgs. (B)(6) 2022: by checking under CT, hepatic side of xs0812bd-15n was found being removed from the left hepatic duct. Xs0812bd-15n was removed from the patient and nb tube was placed inside of the other stent to monitor how it goes. The stomach wall was closed by a clip and left hepatic duct was to be expected for spontaneous closure, and the procedure was done.